Manufacturer narrative:
Product analysis: analysis was able to confirm the reported analyzer connector problem, the patient connection pins were disturbed and contaminated. Due to the contamination the analyzer was no longer reliable. The analyzer was returned to the manufacturer for repair. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cable did not connect to the analyzer properly. The analyzer is expected to be returned for service. There was no patient involvement. It was further reported that the analyzer was returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.